Event description:
A malfunction was reported by the caller regarding the pump, with malfunction code 12 and fault ID 12-0x2071 being identified. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be provided, and the caller was instructed on various procedures, including returning the malfunctioning pump, setting up the new device, and ensuring the device is put into storage mode before returning. The caller acknowledged the instructions and confirmed the shipping details, opting for a signature-required delivery.